Event description:
Two lesions were treated approximately 27 months ago. The first lesion treated was located in the proximal lad. One endeavor stent was implanted (3.5 x 18mm stent) (MFR#2953200-2008-00255). The second lesion treated was located in the distal lad. One endeavor stent was implanted (2.25 x 8mm stent). At 2 years post implant, the patient suffered a spontaneous gastro-intestinal bleed. The bleeding event led to a haemodynamic compromise. There was no requirement for a transfusion or inotropes. The investigator reported that the bleeding event was not related to the study stent or to the study procedures. It was also reported that the event was not life-threatening. The investigator reported that the patient was taking aspirin & clopidogrel/ticlopidine 24 prior to the event. Please note that this model number ensp35018x is not distributed in the us.

Manufacturer narrative:
Gi bleed.